Event description:
It was reported that the surgeon was inserting a eyconics crystalens with a msi-pf and a trailing haptic caught in the foam tip and tore in half. The surgeon enlarged the original incision and cut up the lens to remove it and put in a suture. Pt had corneal edema due to the fact that this was one of three attempts to insert a eyeonics crystalens. See manufacturer reports 2023826-2008-00416, 2023826-2008-00417, 2023826-2008-00419 and 2023826-2008-00420 for the other reports. The facility was unsure as to the exact cause of the lens damage.